Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., d.6b., h.6., h.11.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Healthcare professional reported via rga "particles in valve, valve delaminated from shell and implant got cut." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: observed an opening assessed as surgical damage per rga. ¿ delamination: not observed ¿ particles in valve: not observed. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed deflation. Healthcare professional reported via rga "particles in valve, valve delaminated from shell and implant got cut." Device has been explanted.